Event description:
It was reported that a patient using the ilet experienced a severe low blood glucose of 26, became unresponsive, and was transported to an emergency department, where treatment included oral glucose, IV dextrose, and glucagon; the device was reportedly factory reset and later resumed, and the patient¿s clinician noted recent weight loss after starting a glp-1 medication. Symptoms included hypoglycemia and loss of consciousness. Outcomes included hospitalization and unexpected medical intervention with medication. Investigation included communication with the healthcare provider and analysis of information provided by the user and third party. Investigation of this case revealed insufficient information regarding a device problem or component involvement, and no findings were available from the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.